Event description:
Device malfunction: unable to retrieve the filter basket, filter basket became entangled in the stent. Time of malfunction: during the procedure in 2006. Symptoms/ae: emergency carotid endarterectomy was performed removing the filter basket and stent. It was reported that during the stenting procedure of the ric, the accunet was unable to be retrieved. 3 different catheters were used to try and retrieve the filter basket; however, unsuccessful. The filter basket became entangled in the stent when the physician pulled the opened filter basket back to the stent. A emergency carotid endarterectomy was performed removing the filter basket and the stent. The patient is reported to be doing fine. No additional information was available. Capture 2 study event.